Manufacturer narrative:
Returned to manufacturer: january 5, 2015 date received by manufacturer: january 27, 2015. Product evaluation: received m2 handpiece for evaluation by the engineering group. The condition of the device showed no significant physical damages. The handpiece was connected to the console but it did not function because the motor was seized. No temperature rise was observed while the handpiece was connected to the console. Service and repair could not verify overheating; pre-repair temperature tests could not be performed because the handpiece was not working when arrived. Replaced the motor, bearings, collet and collet adapter. The item was repaired, tested and passed all manufacturing specifications. Method: actual device evaluated. (B)(4). Conclusion: device repaired and returned.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes..(B)(4). Product evaluation: no analysis results available; device not returned for evaluation. No testing methods performed.

Event description:
It was reported that during an endoscopic sinus surgery with septoplasty with polypectomy and bilateral inferior turbinate reduction, "an old microdebrider was used during a case and got really hot. It burned through the drape and burned the patient." The event was later clarified; "the handpiece was laying on the drapes and it was never used. The people in the room smelled an odor, and after evaluation the scrub tech picked up the handpiece and it was very hot to the touch, so hot she dropped it in her basin of water. The drapes had a hole melted through them and the blankets under the drapes were scorched. The amount of time it took to heat up is unknown. The handpiece was removed due to heat, however, never used for the case. The patient received a thermal burn on their left groin. The patient is using silvadene cream at home for treatment".